Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered multiple boluses without user input. The customer's blood glucose (bg) level subsequently decreased to 47 mg/dl. The customer consumed carbohydrates and glucose to correct low bg. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.